Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 set was leaking from the effluent bag. This event was observed at the intensive care unit (ICU) during patient treatment. The leakage was observed from the pouch welding near the stopcock. When this issue was found, the user replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection of the drain bag show that there was an external leak at the level of the drain bag sealing, near the stopcock. The reported condition is confirmed. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.